Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they had experienced the alarm in the past. Advised customer of fixed and manual prime troubleshooting procedures. Customer stated they will report when incidences occur. Customer's blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.